Event description:
The customer reported that the system would freeze up (lock-up) when trying to initiate fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and gib, mcu, gpos and rtos batteries were replaced. The system was then found to be operating as intended.